Event description:
Per the implant records, the patient was reported to have a clinical history of deep vein thrombosis (dvt) and required an exploratory laparotomy; therefore, placement of the filter was requested. The patient¿s right arm was prepped and draped in the usual sterile fashion. The right brachial vein was accessed, and a wire was advanced through the heart into the inferior vena cava (ivc) followed by a catheter. Diagnostic venography was then performed to evaluate patency of the ivc and the renal veins, revealing a normal in caliber ivc and flow was noted in both renal veins; otherwise, unremarkable. The trapease filter was successfully deployed into the juxtarenal position of the ivc. A follow-up venogram demonstrated good positioning of the filter with no appreciable tilting or other abnormality. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, becoming aware of this event approximately seventeen years and ten months after the filter implantation, and further reports experiencing swelling of the legs and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. The patient reported becoming aware of the event approximately seventeen years and ten months post implant. The patient also reported leg swelling and anxiety related to the filter. According to the implant record the indication for the filter implant was a history of deep vein thrombosis (dvt) and the patient required an exploratory laparotomy. The filter was placed via the right brachial vein and was successfully deployed into the juxtarenal position of the ivc. A follow-up venogram demonstrated good positioning of the filter with no appreciable tilting or other abnormality. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Leg swelling and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting of the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.